Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found; grommet damage was noted.

Event description:
It was reported that during the ICD exchange implant procedure when the lead was connected to the device, the impedance was 2500 ohms. The lead was confirmed to be functioning properly; however after multiple attempts were made to reconnect the lead to device, the lead impedance did not show a normal value. The device was not implanted. No patient complications have been reported as a result of this event.